Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was locked up and become non-responsive and screen went blank. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the buttons did not respond and had to press more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and weak battery alarm noted. No unexpected resetting time/date after changing battery noted. (B)(4).